Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 14 mg/dl and 63 mg/dl. Customer took 3 glucose tablets and drank 4 ounces of orange juice in response to the reading of 14 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.